Manufacturer narrative:
Investigation summary: complaint trending review of this lot and defect reveals this is the first complaint received. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. No ncmr's. Syringes were packed in machine #(B)(4)((B)(6) 2018) during which 19 visual inspection were performed with zero rejections noted. Syringes were assembled in machine #(B)(4)((B)(6) 2018) during which 115 visual inspection were performed with 1 quality notification (#(B)(4)) was noted for defective marking but this would not affect whether or not the there is foreign matter in cannula. Investigation conclusion: based on available information and previous experience with similar reported issues from (B)(6), bd believes this may correspond to some silicone lubricant and small stainless-steel particulate matter from cannula manufacturing process. In prior occasions, no significant amount of residue was observed in the tested needles which is comparable to other regular bd batches tested and competitor¿s samples. Bd would like to inform you that cleaning and treatment processes are employed to minimize the level of residue present on the surface of the cannula during the needle forming process, but based on current processes and technologies, all needles have varying degrees of lubricant and residual matter on the cannula surface which should represent negligible health risk to the patient. Root cause description: presence of lubricant and residual steel on the cannula surface from cannula manufacturing process.

Event description:
It was reported that a bd solomed¿ syringe with needle had black foreign matter on the needle. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd solomed¿ syringe with needle had black foreign matter on the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.